Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of the nc emerge balloon catheter. The balloon, tip, shafts, hypotube, and bonds were microscopically and visually examined. There was blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic examination of the balloon revealed a 7.5mm longitudinal tear in the balloon wall from the proximal balloon cone to the distal markerband. Microscopic examination presented no irregularities in the balloon material or markerband that could have contributed to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the device was inflated at 28 atmospheres. The dfu states: "do not exceed the balloon rated burst pressure". Bsc ID # (B)(4) / tw# (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-06959. It was reported that balloon rupture occurred. A few months ago, a promus premier drug-eluting stent was successfully deployed at the diagonal artery. In (B)(6) 2017, an in-stent restenosis of the previously implanted promus premier stent located in the severely calcified large diagonal artery with 180 degree calcium distal to the stent was noted. An emerge balloon catheter was used for dilation however, the stent would not open to crack the calcium. The device was removed and a 2.50mm x 6mm nc emerge® balloon catheter was advanced. During the second inflation above the rated burst pressure at 28 atmospheres, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with a non-bsc balloon catheter rated to 35 atmospheres to open the stent and another 3x20mm promus premier stent was deployed to cover the previously implanted stent and the distal lesion. No further patient complications were reported and the patient's status was good. The patient was doing well and coronary artery disease (cad) symptoms are reduced.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-06959. It was reported that balloon rupture occurred. A few months ago, a promus premier drug-eluting stent was successfully deployed at the diagonal artery. In (B)(6) 2017, an in-stent restenosis of the previously implanted promus premier stent located in the severely calcified large diagonal artery with 180 degree calcium distal to the stent was noted. An emerge balloon catheter was used for dilation however, the stent would not open to crack the calcium. The device was removed and a 2.50mm x 6mm nc emerge® balloon catheter was advanced. During the second inflation above the rated burst pressure at 28 atmospheres, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with a non-bsc balloon catheter rated to 35 atmospheres to open the stent and another 3x20mm promus premier stent was deployed to cover the previously implanted stent and the distal lesion. No further patient complications were reported and the patient's status was good. The patient was doing well and coronary artery disease (cad) symptoms are reduced.